Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a perineal second degree tear repair procedure on (B)(6) 2010 and suture was used. During suturing, the needle snapped across the body of the needle and was lost in the pt. The pt was later x-rayed to find the needle fragment which was identified. The pt has to undergo another procedure to remove the needle fragment.